Event description:
During pta of a lesion in the ventral aorta a 7f 20x4 110cm maxi ld balloon catheter ruptured at 3-4 atm during inflation. It was replaced with another maxi ld and the procedure was successfully completed. There was no patient injury. The rate of stenosis was unknown. After the lesion was crossed with a guidewire, a maxi ld was delivered to and inflated at the lesion. However, it ruptured at approximately 3-4 atm during its initial-dilation. Therefore it was removed from the patient and another new maxi ld (the same size) was used instead. The product will not be returned for analysis.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Correction to event description: the device did prep normally. No additional information is available and no further reports will be forthcoming.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During percutaneous transluminal angioplasty of a lesion in the ventral aorta a 7f 20x4 110cm maxi ld balloon catheter ruptured three to four atmospheres during inflation. It was replaced with another maxi ld and the procedure was successfully completed. There was no patient injury. The access site and target lesion characteristics are unknown. The rate of stenosis is unknown. The brand of guidewire and sheath used are unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did prep normally. The brand of contrast media and the contrast to saline ratio are unknown. The type and brand of inflation device used is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did not kink while being used. It was easily removed from the vessel and the other devices. There was no resistance friction with other devices and it was removed intact from the patient. The device was not returned for analysis. Review of lot 16076888 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon bust at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, factors contributing to the issue could not be determined. Target lesion and vessel characteristics are unknown. Balloon burst is a known procedural complication of angioplasty where vessel characteristics (calcification, stenosis and tortuosity) are often contributing factors. Balloon bust is addressed in the product instructions for use. Neither the DHR nor the information available suggests that the reported burst could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Additional information was received that the access site was unknown. The brand and size of guidewire and sheath were used were also unknown. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device did not prep normally. The brand of contrast media and the contrast to saline ratio are unknown. The type and brand of inflation device used is unknown. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. The balloon catheter did not kink while being used. It was easily removed from the vessel and the other devices. There was no resistance friction with other devices and it was removed intact from the patient. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt